Event description:
It was reported that patient experienced ineffective therapy, patients lead has all high impedances. X-ray imaging revealed patients lead is fractured. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated, e1 initial reporter phone number- (B)(6).